Event description:
It was reported that during a ptca / stenting treatment procedure, the physician encountered difficulties when removing the intervenal balloon over the iq marker. 014"/185 cm guidewire. The pt had been sent to the cath lab for carotid stenting when it was noticed that pt was also suffering from coronary artery disease. The lesion being treated was a calcified, 90% stenotic lesion near the bifurcation of the left anterior descending (lad) and the left circumflex (lcx) coronary arteries. The physician used a 7f brite tip xb3.5 guiding catheter to cross the lesion. Then, an atw guide wire was advanced into the lcx, and a cypher 2.5/23 mm stent was deployed at the proximal-distal lcx lesion. The pt2 moderate support 185 cm str guide wire was advanced into obtuse marginal branch across the strut of the cypher stent, and an ottimo 1-5-10 mm balloon catheter was inflated to treat a second lesion. When the first angiographic confirmation was performed, extravasation of blood flow in the distal lad and om region was confirmed, but was thought not to be a significant extent. This event was thought to be a consequence of thrombus formation in the first cypher stent. Subsequently, thrombi were confirmed from the left main truck to the bifurcation area between the lad and the lcx. Following confirmation with an ivus catheter, the thrombi were ablated via a thrombuster and a lumine catheter. In the meantime, the physician realized that the pt2 guidewire had fractured. Due to the extensive lad lesions, he decided to perform CABG, and planned to remove the fractured portion of wire at that time. This procedure took 5 hours, and the pt2 wire was inserted for over 3 hours into a deep portion of the peripheral om in which the distal area was quite tortuous. During surgery, the physician reported that the pt had experienced cardiac tamponade. It has been confirmed that the fractured portion of wire was successfully removed during surgery and that the pt's current status is 'stable'.